Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in tubing) and a system error 2367, which occurred on the homechoice (hc) during dwell 2 of 4. The patient was connected at the time of the alarm. The patient line had been properly primed prior to connection and no patient extension lines were in use. The patient had not disconnected prior to the alarm. All of the bags were properly connected. There were no open clamps on unused lines. There was nothing unusual noted about the supplies, and they had not been damaged by an outlet port clamp or assist device. The technical service representative (tsr) explained the alarms and had the home patient (hp) cycle the power to clear them. The tsr then explained that the supplies were compromised and the hp would need to start over with all new supplies. The tsr advised the hp to call his registered nurse within the next 24 hours and let her know what had happened. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for a report of a system error 2240 was not confirmed. The root cause was undetermined. The sample was unavailable and the lot number was unknown, therefore no evaluation or batch review could be performed.